Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the endowrist 30 curved-tip stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. There was no problem detected. The white endowrist 30 reload was returned for evaluation. Failure analysis did not confirm the reported event. The reload was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. Based on the position of the blade, the reload was completely fired. The instrument returned with the reload was not found to have a firing failure. No product issue was identified. The endowrist sheath associated was returned for evaluation. Failure analysis did not confirm the reported event. There was no damage found to the sheath. Stapler log review revealed the following: logs showed the curved-tip stapler 30 was installed first and used intermittently. It was installed on the system 3 times total and fired 3 white reloads. On install 1, the first two clamp attempts were incomplete. The third clamp was successful, and the firing was completed without error. On installs 2 and 3, the first clamps were successful, and the firings were each completed without error. After the 3rd install, the instrument was removed and not used in the procedure again. Next, logs show a sureform 45 stapler was installed on the system 1 time and fired 1 green reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no relevant stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 30 white reload fired across the pulmonary artery (pa), the staple line was not formed, which caused the pa to tear, and a conversion to an open thoracotomy was required. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrected information: section b5 corrected to endowrist 30 stapler from initial statement of sureform 30 stapler. Section d - UDI corrected to n/a as complete product information was not available. Additional information - section b5: it was reported that during a da vinci-assisted left lower pulmonary lobectomy procedure, a vascular endowrist 30 stapler with white reload was fired across the pulmonary artery (pa). The staple line was not formed, which caused the pa to tear, and conversion to an open thoracotomy was required. The surgeon reported that the superior segment branch of the pa had been successfully divided and the last branch of the pa was being divided with the white reload. The surgeon stated that the stapler approach, compression with the limit line was well beyond the extent of the vessel, and firing of the stapler were all routine up to the point of releasing the stapler from the vessel, at which time the two ends of the vessel were divided; however, approximately half the circumference of the vessel was bleeding on either side of the division. There were no error messages and no tissue bunching was seen preceding the stapler firing. There was no evidence of tension on the vessel. An attempt to control the proximal pa end with a hemoclip was unsuccessful. The robot was undocked, and a rapid entry thoracotomy was performed. The patient experienced cardiac arrest upon chest entry. Manual pressure was held and approximately one liter of blood was evacuated from the chest. Open cardiac massage was initiated and IV inotropes and pressors were administered. The patient remained unstable and unable to maintain spontaneous circulation despite controlling active bleeding with a vascular clamp, suturing of the pa injury, and multiple units of blood products. Periods of cardiac arrest persisted resulting in placement of veno-arterial extracorporeal membrane oxygenation (va ECMO) for mechanical circulatory support. The lobectomy was then successfully completed. The patient was neurologically intact and was eventually weaned from ECMO in the ICU. Subsequent surgical procedures for ECMO decannulation and femoral artery thrombectomy (ECMO drain site) were performed. The patient¿s course worsened and they ultimately expired on postoperative day 19. The patient had a history of a coronary artery bypass with left internal mammary artery (lima) graft on an unspecified date. There were left upper lobe adhesions to the mediastinum that were not disturbed during the lobectomy procedure; the lima was also not disturbed. The surgeon reported that the patient was most affected by the development of acute liver failure, which did not resolve. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died following a pulmonary lobectomy in which a staple line on the pulmonary artery failed. Attempts to control the bleeding resulted in an open thoracotomy and the patient also required ECMO. The bleeding was eventually controlled and the lobectomy completed. The patient was weaned from ECMO and decannulated. However, their post ECMO course worsened and they eventually died 19 days after the original procedure. Although the exact cause of death is not provided, acute liver failure was a potential contributing factor. Other potentially contributing comorbidities included coronary artery disease. Based on the information provided in the summary of events, the failed staple line and subsequent bleed requiring ECMO may also have contributed to the death. The following concomitant products were used during this procedure: endoscope plus 30 degree, cadiere forceps, long bipolar grasper x2, tip-up fenestrated grasper, medium-large clip applier, endowrist 30 curved-tip stapler, sureform 45 stapler, and suction irrigator. A site history review found no complaints have been reported for any of these products. A site review found that no complaints have been reported for any of the products used. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented.